Event description:
Pt developed headache, collection noted or epidural fluid and tissue culture, gram stain positive on (B)(6) 2016. Pt treated with IV antibiotics and discharged home on (B)(6) 2016 with home IV antibiotic therapy.